Manufacturer narrative:
(B)(4). The returned fineline lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
It was reported that at a follow-up appointment, a high out of range pacing impedance measurement (>2500 ohms) was observed from the right atrial (ra) lead. The physician elected to perform a surgical revision; however during the procedure, insulation damage was noted from both the ra and right ventricular (rv) leads. Both the ra and rv leads were subsequently explanted and replaced with new leads to resolve the event. The ra and rv leads were returned for analysis. The patient was stable with no additional adverse consequences.